Manufacturer narrative:
Unit was leak tested per procedure and no leaking was observed from the unit. Unit distal male luer was torque tested per specification for the hub, for male luer slip retention. Unit passed torqued requirements. The reported complaint of coming apart could not be attributed to a defect in the distal male luer or any other component on the monitoring set. Please ensure that connections are not unintendedly torqued resulting in disconnection.

Event description:
Complaint received reporting multiple issues (connection; leakage ) with use of 46110-96 transpac IV monitoring kit. It was reported in CT scan, art. Line tubing disconnected for several minutes with blood backing out of patient. Tubing came apart between transducer and patient. Tubing connections checked at least every 2hr prior to CT scan and secure when leaving ICU to go to radiology."